Manufacturer narrative:
The customer reported the suspect component is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect component for evaluation. In the event that the component is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported an unresolved "xdcr and circuit disconnect" alarm, while in use on this ventilator device. Additionally, the transducer's (xdcr) were calibrated however, the xdcr fault was still present. The customer stated no patient harm or injury was reported with this event.